Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in impedance greater than 500 ohms and that the impedance measurement had doubled since the patient's last follow-up. No changes were observed regarding pacing thresholds and sensing. No adverse patient effects have been reported. It was reported that the lead configuration was changed to uni-polar and all measurements were within normal limits. The plan was to re-evaluate again in three months.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.